Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6) and the reported cardiac arrhythmia cannot be conclusively determined through this investigation. Low flow alarms were confirmed via the evaluation of the log file data provided by the account; however, a specific cause for the change in pump parameters could not be conclusively determined through this investigation. Controller event log file (B)(6), contained data on (B)(6) 2020, spanning from 09:06:42 to 11:25:48, per the timestamp. Numerous low flow events were captured throughout the log file, beginning at 09:06:43, when the estimated pump flow was calculated to be below the threshold of 2.5lpm. A total of 25 low flow events persisted for at least 10 seconds, activating low flow alarms. Controller event log file (B)(6), contained data on (B)(6) 2020, spanning from 06:09:51 to 12:08:01, per the timestamp. Intermittent low flow events were captured throughout the log file, beginning at 06:14:48, when the estimated pump flow was calculated to be below the threshold of 2.5lpm. A total of 13 low flow events persisted for at least 10 seconds, activating low flow alarms. No other notable alarms were recorded in the controller event log files, and the pump appeared to have been operating as intended. The patient had been experiencing low flow alarms and later incurred ventricular fibrillation, which was considered to be device-related by the account. The patient¿s mean blood pressure dropped to 53mmhg and they were taken to the hospital. Upon arrival the patient underwent cardioversion and was administered an amiodarone infusion, which resolved the ventricular fibrillation. The account communicated that the low flow alarms did not resolve, as the patient continued to experience intermittent periods of low pump flow. The patient was in stable condition and was to continue with routine care. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2019. The heartmate 3 left ventricular assist system instructions for use lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system.section 4 entitled "system monitor" explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and states that changes in patient conditions can result in low flow. Section entitled 7 "alarms and troubleshooting" outlines all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's mbp dropped to 53. The arrhythmia did not exist prior to lvad implant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced ventricular fibrilation and was asymptomatic after cardioversion was performed and had an amiodarone infusion. The patient also experienced low flows which were confirmed in the log file.